Event description:
It was reported that the m1 cot collapsed halfway. There was pt involvement, however no adverse consequences were reported.

Manufacturer narrative:
Lock rod, slide tube, bushings, retractable lift handle.